Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. A revision procedure occurred on the same date, (B)(6) 2015, due to dislocation and malpositioning of the femoral stem. During the revision procedure, the femoral head was replaced.